Event description:
It was reported that the patient presented in clinic for a follow up due to fatigue. X-ray reveled dislodgement causing noise oversensing and under sensing on the atrial (ra) lead. The physician elected to explant and replace the (ra) lead. The patient was in stable condition.